Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; pieces of glass missing at the location of the fracture; the glass cap exhibits severe devitrification at the output window; the metal cap exhibits severe detritus adhesion on metal surface; the blue arrow on the outer flow tubing open end is partially erased; the outer flow tubing exhibits mild contamination, likely biologic. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during a prostate procedure @ 247,122 joules and 27:54 minutes of use, the fiber "mirror broken." The fiber was exchanged. It was reported that @ 262,349 joules and 30 minutes of use, the second fiber stopped working. The procedure was completed using a third fiber. There was no report of injury to the patient. This report is for the second fiber used.